Event description:
It was reported that during a da vinci-assisted proctectomy surgical procedure, the maryland bipolar forceps instrument did not provide energy. A similar back-up da vinci instrument was used to continue with the case. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The maryland bipolar forceps instrument was analyzed, and no misalignment of grips or conductor wire damage was observed. The electrical continuity test passed. Instrument was placed on an in-house system and passed the recognition and engagement test. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and performed grip function successfully. Bipolar energy cord was successfully connected to generator and instrument. Energy activation test was then conducted on system. A wet paper towel was held between grips and began to smoke when energy pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. Additional observation not reported was that the instrument was found to have charring and localized melting at the grip base between the grips. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path.